Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units of insulin. The customer reported blood glucose level was "okay". The customer added additional insulin to the existing cartridge and completed the load process successfully.